Manufacturer narrative:
Event date: (B)(6) 2020 date of this report: (B)(6) 2021.

Event description:
It was reported to philips that the display was not functioning. The device was not in use at the time of the event. This issue was found during testing of the device. A philips field service engineer (fse) was dispatched to the customer site. Upon evaluation of the device, the fse noted that there were not any error codes, and that the display was showing as a red color. The fse confirmed that the vga controller required replacement to resolve the issue. The customer declined repairs as this device will be end of life (eol) / end of service (eos) on (B)(6) 2020. No parts were replaced and the device remains out of service.